Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Aspiration pneumonia is a known complication of a naso-jejunla placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of naso jejunal (nj) tube. On (B)(6) 2021 during the titration phase of duodopa therapy, a physician reported that the patient had been bubbling while breathing in the morning and developed a cough with fever due to aspiration pneumonia. A lung x-ray and blood culture collection were performed and the patient commenced treatment with intravenous unacid for duration of five days. Duodopa therapy was stopped and the nasal-jejunal tube was pulled out by the doctors.